Event description:
Several months ago, our facility was notified from this mfg. That our usual hme filter (part #fh603005) was on backorder. We agreed to use a substitute product (part #fh603008) while waiting for our normal product to arrive. While using this alternate product we identified many issues such as breakage, cracking, lot # concerns, and obvious glue additions. Recently we received shipments of the product we normally/previously used (#fh603005) which was no longer on backorder and began to utilize the filters on every adult anesthesia case in our or. Our anesthesia staff immediately began noticing issues/concerns with this product, all of which had not been an issue prior to the backorder. As previously reported with the substitute product (#fh603008), even though there is a printed spot suggesting "lot" on each individually wrapped filter...there is nothing printed on the package which would indicate a lot number. The only place a lot number is found is on the cardboard box these items are shipped within. This box is discarded as it is not allowed in our or storage area...and because there is no lot number printed on the individual items we have lost the ability to track issues with particular lots. The purpose of this filter is to act as the patients "nose" while they are under anesthesia. These filters have a foam component which should arrive to us damp and remain "moist" upon opening and while on the machine within the breathing circuit system for the patient. Many of these filters are completely dry immediately upon opening. We were able to find one lone filter hiding in the back of a storage cabinet which appears to be from our original product (estimate 1.5 yrs old) and you can still visually see the moisture contained within the packaging. You aren't able to see moisture in any of the new items we recently received and the foam appears "dry". The materials buyer for our or opened a newly shipped/previously unopened case of filters yesterday and we made an interesting discovery. Approximately 2/3 of the box appeared perfect...ready to be placed on the machine...sonic sealed as they should be. The remaining 1/3 of the filters had obviously been glued at the sonic weld site. You can see bubbles in the glue, smears, etc. (Keep in mind...the lot number is on the outside of the case so all product contained inside should be manufactured the same, on the same date, etc.) Clearly...this is not the case, some are hand glued, and others are sonic welded appropriately. One of the concerns previously reported with the substitute product (#fh603008) was it falling apart at the plastic sonic weld site. When we started seeing these same glue issues with the original product (no longer backordered) our facility began notifying the mfg's rep that we were finding product with obvious glue additions. In a recent email to our facility, the rep assures us "this product does not use glue in assembly, they use a plastic weld process to attach the two sides". The rep was at our facility yesterday and witnessed the unopened case issues mentioned above and also confirmed glue was being used on these devices. Our biggest concern is has the manufacturer received clearance from the FDA to utilize glue on various components of these filters? If so, what type of glue is being used and what are the potential hazards to patients inhaling glue while under anesthesia, especially knowing these products are exposed to heat, moisture and volatile anesthetic agents, etc. Or...has this manufacturer only been approved for using a sonic welder? All of these concerns were shared with the mfg's rep while he was at our facility. The buyer for our or has determined we will not be using hme filters from this vendor any longer. We have placed an order for an hme filter from ge which we have previously used and had no issues with. This new product will arrive in approximately a week and in the meantime we have no option but to use the filters being reported. We have notified all or staff to be extra diligent and not to utilize any device with glue issues and will continue to troubleshoot these issues as they arise. To this date we are not aware of any patient injury/impact. Although the glue issues are of high concern to us knowing how long patients are under anesthesia and how long they could potentially be absorbing fumes, etc...from this unknown glue product, any chemical reaction(s), or how long post-procedure could this be a potential issue to patients.we have 28 examples of product for evaluation purposes as well as photographs of concerns.======================health professional's impression======================it is unknown whether the obvious glued welds could compromise the safety of the patient while under anesthesia.======================manufacturer response for heat moisture exchanger (hme) filter, (brand not provided)======================the distributor (tri-anim) has been aware of these concerns since august when we first reported the same concerns with a replacement device we utilized while this (our usual) item was backordered. We are now seeing the same problems with our original product.